Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a left heart catheterization diagnostic procedure. Reportedly, the plunger would not fully depress. It was reported that it felt like the needles were hitting something hard, like the needles and footplate were not lining up. A second proglide device was used with the same result. Reportedly, there was no torque used with the device during deployment with both proglides. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.